Manufacturer narrative:
Physio-control evaluated the customer's device and verified the device would not boot up. Physio performed unrelated repairs and reloaded the device's software. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation by physio-control, the device failed to complete the boot up cycle. In this state the device would not be able to deliver defibrillation therapy if needed.